Event description:
A 7mm diameter x 17 mm length bridge x3 biliary stent was inserted into a patient for treatment of a right internal iliac artery with 70% stenosis. Vessel morphology was reported to be moderately tortuous and moderately calcified. The lesion was reported to be predilated with a pta (percutaneous transluminal angioplasty) balloon. As the physician advanced the delivery system into the lesion the stent caught on plaque and the balloon continued to advance causing the stent, to move back onto the proximal part of the balloon. The physician pulled the balloon back into the stent and deployed the stent just proximal to the lesion. The physician completed the procedure by pta ballooning the lesion. The patient is reported to be fine and no clinical sequelae were reported.